Event description:
The lead was returned, analyzed and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: addr01p implantable pulse generator (ipg), implanted: (B)(6) 2007; 4965-25 implantable pacing lead, implanted (B)(6) 2003. (B)(4).